Event description:
It was reported the camera head exhibited poor image. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damaged cable unit connector with smashes and scratched pins. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.